Event description:
The physician identified that the oxygen level changes were directly correlated with vns stimulation on times. The physician adjusted the pulse width to 130microsec and the frequency to 20hz, which resolved the patient's issues. The physician also believed that the gurgling noises, which was due to an increase in saliva, was not related to vns as the patient had multiple comorbidities. Diagnostic results were within normal limits. No further relevant information has been received to date.

Event description:
It was reported that a patient was making a gurgling sound during stimulation when the physician increased the patient's settings. The physician ordered a sleep study and saw that the patient had a drop in oxygen levels associated with stimulation. The physician decreased the pulse width in response. The physician planned to continue to adjust settings to get the patient to a therapeutic level while decreasing the symptoms of stimulation. No further relevant information has been received to date.